Event description:
Cable frayed on intuitive prograsper during surgery while inside the patient. Cable broke rendering the instrument unusable. It required replacing it to complete the surgery. Instrument appears intact with no missing fragments noted. Manufacturer response for davinici xi robotic grasper, prograsp¿ forceps (per site reporter): requested that the device be returned to intuitive prior to the writing of this medsun report.